Manufacturer narrative:
Closing codes were added to the analysis. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device explanted due to a break in lead insulation causing high pacing impedance, increase in ventricular pacing, and loss of capture. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11.5cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned. In between an approximately 6cm segment of the lead body was missing. The returned lead fragments were visually and electrically analyzed. Between 29.5cm and 31cm proximal to the lead tip the lead body was found squeezed and deformed. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment during the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.